Manufacturer narrative:
Article website: http://www.ncbi.nlm.nih.gov/pubmed/26600280. The device lot and model numbers were not reported. There is limited information about the device and/or the patient, therefore all serious adverse events were captured in this report. The patient outcomes were reported as groups - not individually. Attempts were made to obtain additional information. Thromboembolism is a known inherent risk of mechanical thrombectomy procedure and is documented in the solitaire fr instruction for use. Based on the reported information, there is no evidence suggesting that the device was defective, but rather procedure related events.

Event description:
Medtronic received information from literature review that new emboli associated with solitaiire use occured in 6 patients. (1) one patient had new distal emboli in the same vascular territory into the distal m3 branches during treatment of a proximal middle cerebral artery (mca) stroke (2) one had emboli into a new vascular territory into the callosomarginal artery during treatment of a proximal anterior cerebral artery (aca) stroke (3) one had emboli into a new vascular territory into the aca territory during treatment of an mca stroke. (4) three cases occurred during treatment for a basilar artery (ba) stroke and involved the posterior circulation: one embolus into the superior cerebellar artery, one into the posterior cerebral artery, and one into a new vascular territory into the posterior inferior cerebellar artery. In 5 of 6 cases of new emboli, the balloon-guide catheter was not used. Three patients were discharged to home or rehab and three other patients were deceased, or discharged to long term acute care, skilled nursing facility, or hospice. New emboli associated with solitaire use were not associated with poor outcomes at discharge, and 5 of the 6 patients with new emboli had mrs 0 to 2 at 90-day follow-up. The authors' goal was to determine the prevalence and angiographic pattern of distal emboli associated with mechanical thrombectomy using the solitaire flow restoration device and evaluate their correlation with clinical outcome. The authoirs retrospectively reviewed the cerebral angiography of all patients with acute ischemic stroke who underwent mechanical thrombectomy with the use of the solitaire fr device from 2012 to 2013. The authors concluded that filling defects after solitaire use were not associated with poor outcomes at discharge or 90-day follow-up. Citation: mazur md, kilburg c, park ms, taussky p. Patterns and clinical impact of angiographically visible distal emboli during thrombectomy with solitaire for acute ischemic stroke. Neurosurgery. 2015 nov 20. [Epub ahead of print]